Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized a few days before (B)(6) 2016. The cause of death was congestive heart failure and renal disease. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 2 days prior to passing. The customer's spouse had asked for the pump to be removed. The customer had problems with very high blood glucose levels. The caller was unsure of the customer's levels at the time of hospitalization. The customer was doing in-home dialysis and the night before the customer started losing control of herself like she was unconscious and unresponsive, and the caller took the customer to the hospital. When the customer was at home, they could not get over flow of insulin to stop while the pump was connected to their body and had to change sets 3 times. The customer's blood glucose levels would drop to the 30-40 mg/dl range because of the over flow. The customer was not using sensors. The caller declined to return the insulin pump for analysis.

Event description:
The caller stated that the flow of insulin could not be stopped was a previous issue and did not pertain to the customer's hospitalization. The customer was hospitalized for 6 days and the next of kin asked for insulin pump removal as the customer could not operate it themselves.